Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the received pfna blade was received in locked state. The device is in a very good condition without any damage. A function test with an at the cq department available impactor was performed and the complained malfunction could not be confirmed. It was possible to attach, lock, unlock and remove the blade without any issues. The blade is functional as required. The complaint is rated as unconfirmed since the device is functional as required. In hindsight, and with the provided information, it is not possible to determine the exact cause of the complained issue. We only can assume that during the operation an application error may have taken place. No manufacturing related issues could be detected. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. The root cause was identified during the performed cq evaluation and therefore the in the investigation flows listed remaining investigation steps are not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot expiry date: 01. Jan. 2030. Part number: 04.027.052s, lot number: 34p0847 , manufacturing site: bettlach, release to warehouse date: 13 january 2020. A manufacturing record evaluation was performed for the finished device with lot number 34p0847, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date occurred within the year 2020. Device is not distributed in the united states but is similar to device marketed in the USA. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that the pfna ii blade l85mm would not unlock with the impactor. The pfna ii blade was not implanted in the patient. A backup device was available for use in the procedure. It was unknown if the procedure was completed successfully. It was unknown if the surgery completed without delay. There was no patient consequence. Concomitant devices reported: impaction instruments: trauma (part number unknown, lot unknown, quantity 1). This report involves one (1) pfna-ii blade l85 tan. This is report 2 of 2 for (B)(4).